Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm, navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of right bundle branch block (rbbb), left bundle branch block (lbbb) and 1st/2nd atrioventricular block (av) block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc). On the following day, the patient received a permanent pacemaker to resolve the event for an unspecified reason. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to be discharged. The implanter classified this event as being related to the procedure.